Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported post-operation an out of regulation (oor) message was seen and the patient had no stimulation. The patient¿s implantable neurostimulator (ins) was replaced and a pocket adaptor was used. The adaptor was placed in the 0-7 port and it was confirmed contacts 0-3 were used for the 1x4 lead. It was noted intraoperative impedances were tested twice and nothing was out of range. Post-operative impedances showed similar values to intraoperative testing, but it was noted they ¿went up a little bit.¿ it was unknown what the stimulation status was prior to the replacement because the patient¿s battery was depleted. The patient did not feel stimulation at 10.5 volts for all electrode combinations. It was noted prior to closing the patient it was confirmed ¿everything was seated properly.¿ it was also noted the lead was implanted in 2001 and was ¿not enough to get stimulation.¿ additional information received reported the patient had two new octad compact leads placed on (B)(6) 2013, with excellent coverage of her left leg and lower back. The patient was doing ¿well.¿

Manufacturer narrative:
(B)(4).